Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the ht70 ventilator had a system error which leads to a loss of ventilation to the patient. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the newport ht70 ventilator was returned for failure investigation. The ventilator under testing was powered up and the log files were exported. After reviewing the log files, no "power down" event was logged between the "power up" event on (B)(4)2018 and the "power up" event on (B)(4)/2018. After the "power up" event on (B)(4)2018, the device issued the following: "alm on: system error: power up". These observations indicate that a sudden shut-down occurred. The ventilator was allowed to ventilate on the incoming customer settings. After approximately 45 minutes of ventilation, the device stopped ventilation and issued a motor fault alarm. No sudden shut-down was observed to have occurred. The ventilator was powered down. The device was disassembled and the pump/manifold assembly was inspected. The radial bearing within the linkage arm was shredded on the large cap end, completely disengaging the linear bearings from the rotor shaft. The reported symptom was caused by pump/manifold assembly having damaged radial bearings. The ventilator was observed to have 14,538.4 operating hours. Based off date of manufacture ((B)(4)2015) the ventilator was found to be over due for the 2 year preventative maintenance. If information is provided in the future, a supplemental report will be issued.